Event description:
It was reported that a pt passed away while sleeping. The pt's device was removed prior to burial, however, the device was discarded with the medical waste as the funeral home did not know that anyone wanted the device. The death was determined to be a possible sudep as the pt is suspected to have passed away while in the hospital indicating that the pt was likely not in a good state of health. The pt's programming history available in the in-house database was reviewed and device diagnostics performed on (B)(6) 2009 indicated normal device function. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Review of programming/device diagnostic history.